Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken crease sharp, one opening crease sharp, stress marks and wear abrasion. Based on the device analysis, the final assessment is a crease sharp edge broken in the side radius assessed as fold flaw opening, one opening crease sharp assessed as fold flaw opening and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "full breast capsule (grade 4)", rupture, and seroma. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "full breast capsule (grade 4)", rupture, and seroma. Device has been explanted. This record is for the right side.